Event description:
It was reported that during a double wire ptci procedure in a circumflex (cx) and obtuse marginal (om), the wiggle guide wire was positioned across the lesion in the om, while the lesion in the cx was being treated. Reportedly, upon removal of the guide wire after the procedure, the tip was noted to be detached and was left inside the pt. The tip floated to a very distal area of the vessel, so retrieval was not attempted. The guide wire tip remains in the pt.